Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed through this analysis. A review of the downloaded event log file spanned approximately 38+ day ((B)(6) 2020, per time stamp). There were no backup battery faults captured within the log file. The downloaded event log was consistent with system controller (B)(6) being the patient's backup controller as the majority of the captured events were not associated with pump operation. A review of the downloaded periodic log files spanned approximately 79 days ((B)(6) 2020 per time stamp). The reported event date of (B)(6) 2020 is not captured in the log file. The log file was unremarkable and the pump speed was recorded at the set speed throughout. There were no atypical alarms active in the log file. The returned system controller (serial number (B)(6)) passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. The returned controller was found to function as intended. No alarms were reproduced while testing. The root cause of the reported event cannot be determined through this analysis and cannot be correlated to an issue with the returned system controller (serial number (B)(6)). The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on 22-nov-2019. Heartmate iii instructions for use (rev. A) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use (rev. A) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having replace backup battery alarms on the system controller. The battery was changed on (B)(6) 2020. Log file submitted for review revealed that on (B)(6) 2020, at 9:40:55 backup battery fault alarms occurred. No additional information was provided.